Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ yeast ID mis identification occurred. The following information was provided by the initial reporter: the colony properties of the medium and the judgment result of the panel are not accompanied. White colonies on candida medium (nissui). When purely isolated in ketsukan (nisui) and measured with the m50yeast panel, it was identified as c. Albicans. The first was unidentifiable and the second was c. Albicans. From the colony characteristics, c. Albicans is unlikely.

Event description:
It was reported that bd phoenix¿ yeast ID mis identification occurred. The following information was provided by the initial reporter: the colony properties of the medium and the judgment result of the panel are not accompanied. White colonies on candida medium (nissui). When purely isolated in ketsukan (nisui) and measured with the m50yeast panel, it was identified as c. Albicans. The first was unidentifiable and the second was c. Albicans. From the colony characteristics, c. Albicans is unlikely.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification when using phoenix panel yid (448316) batch number 2019560. The customer did not return panels, lab reports or isolates for the investigation. To investigate, three (3) retention panels from the complaint batch 2019560 were tested using qc isolate c. Papapsilosis (20019) and evaluated for identification results. In addition, three (3) retention panels from the complaint batch 2019560 were tested using qc isolate c. Albicans (24433) and evaluated for identification results. During investigation, all six(6) panels identified correctly. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch.